Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an undefined low blood glucose (bg) level. Further details and nature of the ICU visit were not provided. The cause for the reported issue is unknown. The pump data logs were reviewed and no issues were identified. The customer reverted to an alternate method of insulin therapy.